Event description:
Attorney alleges that beginning in or about 1997 and continuing to the present time, plaintiff's pain, discomfort and stiffness gradually worsened and spread to all the plaintiff's joints. Attorney also alleges plaintiff has suffered chills, rashes, fatigue, muscular pain, skin discoloration and severe injuries.